Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - drill bits broke while in use.

Manufacturer narrative:
See h6, h10, and h11. Complaint has been evaluated and is similar to report number 1644408-2024-00442; 803-15-008, s303-broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.